Manufacturer narrative:
Per the tandem user guide: "to fill the tubing without changing the cartridge, from the home screen tap options, tap down arrow, tap load, tap fill tubing and then follow the instructions." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. A manual injection was administered to address bg. A pump system check was performed and customer acknowledged that the fill tubing step was not performed after changing infusion set supplies, due to user error. The customer successfully filled the tubing to address the issue and resume insulin therapy on the pump.